Event description:
It was reported that the ilet user observed hyperglycemia with readings declining from 231 mg/dl to 213 mg/dl and indicated the meal was not announced after eating caramelized onions, an eggplant omelet, and soybeans. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.